Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specs. As reported, there was no pt harm or injury as the product did not come into contact with the pt. (B)(4).

Event description:
As reported on (B)(6) 2013, a pt of unk age and gender presented for an unk procedure. During preparation for the procedure it was noted the tip of catheter had fractured. The defective catheter was put aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the customer due to this event as the defective product never came into contact with the pt. It was reported the disposable device is available to be returned to the MFR for eval.